Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) did not convert the patient rhythm after delivering twenty nine anti-tachycardia pacing (atp) bursts and six shocks to convert a ventricular arrhythmia. Technical services (ts) was consulted and observed non sustained arrhythmias on the stored electrograms (egms). Further information was provided stating that continuous monitoring was going to be provided as it was stated that the device converted the rhythm. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.